Event description:
It was reported that the ilet displayed a low-battery alert indicating therapy had stopped, and the user was unable to charge the device despite a green charger light; logs showed the device had not been charged for several days and was removed early from charging, and the device began charging when placed correctly with a different cord, with a replacement charger shipped as a precaution. Symptoms included hyperglycemia with a reported blood glucose of 265 mg/dl without associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a charging problem related to the battery charger and a power source problem, which interrupted therapy until proper charging was re-established. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.